Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a damaged ceramic tip, a worn sealing ring, and a corroded outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: wear and tear, wrong handling this issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the inner sheath to olympus repair center for evaluation of a damaged tension ring that was found during inspection before use for a therapeutic, plasma cutting procedure. The facility completed the procedure with a similar device. During the device evaluation, the following reportable malfunction was found: a damaged ceramic tip. There was no delay and there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the damaged ceramic tip malfunction found during evaluation.